Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she was hospitalized and placed in the intensive care unit (ICU) due to high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose levels at the time of hospitalization was 452 mg/dl. Customer's current blood glucose was 74 mg/dl. Customer reported symptoms related to their high blood glucose levels included nausea and vomiting. Customer treated their high blood glucose with the insulin pump. Customer was wearing the insulin pump at the time of emergency room visit. However, the pump was removed and the customer was placed on an insulin drip. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Replacement product is being sent.